Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in-clinic for follow-up, vf episode due to noise was observed. The noise was reproducible with isometrics. Revising the lead was recommended. No further information is available.